Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not power up. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt, the monitor was not drawing current. The cause for the failure to power up was the inability to draw current. The cause for the inability to draw current was an open connection on the monitor's ca board at component f600, which is the fuse for the main battery. The root cause for the open component cannot be positively determined. No adverse event resulted from the open fuse. The pt received a replacement monitor.